Event description:
It was reported that the insulation tip fell off into the pt. Further, the broken piece was retrieved. No adverse consequences to the pt were reported.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.